Event description:
Twice during operative procedure ventilator did not deliver a breath. (The ventilator was working and in compliance with all regulations). The ventilator was moved to auto-manual ventilation shift and ventilation returned both times. The pt was manually ventilated and no adverse outcome occurred. Certain circuits were in use on the machine. A recall notice was received the evening of 11/19/96 and all circuits were removed. The ventilator was evaluated per procedure and cleared for svc through bio-med.